Manufacturer narrative:
The device is used for treatment, not diagnosis. Date of event: 2011 jul; 71(1): 186-190. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A journal article was received and entitled: the outcome of surgically treated femur fractures associated with long-term bisphosphonate use. The journal of trauma® injury, infection, and critical care 2011 jul: 71(1): 186-190. Authors: yoram a. Weil, md, gurion rivkin, md, ori safran, md, meir liebergall, md, and a. Joseph foldes, md. The article reports: a study between the years 2005 and 2009, 17 femoral fractures patients were treated and 15 consecutive osteoporotic patients previously treated with bps. The study describes the outcome of surgically treated femur fractures associated in these patients and provide clinical information about these uncommon fractures. Four subtrochateric fractures were treated with cephalomedullary nails. Reportedly, seven patients underwent revision surgery but it is not clear in the article which patients had the surgery. No further information is available. This report is for an unknown screw. It is not known if synthes products were used. This is 2 of 2 reports for the same event for complaint for compliant (B)(4).